Event description:
A US distributor contacted ZOLL to report that the patient developed an open wound from the uCor HFAMS Patch. The patient described the area as bleeding blisters with itching and sharp pain around most of the patch area. The patient also reported a known history of sensitive skin. There was no alleged device malfunction contributing to the wound. There is no indication that the patient received medical intervention. The outcome of the wound is unknown.